Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Insulin pump passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button was really hard to use and had to press really hard for it to work, the other buttons were easier but hard as well. The customer's blood glucose level was 299 mg/dl. The customer¿s other blood glucose was 301 mg/dl. The buttons were raised surface and were getting harder and harder to push and were wearing out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.